Manufacturer narrative:
The following sections were updated accordingly: exact implant date is unknown but the filter was implanted on or about (B)(6) 2006. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, thrombus in inferior vena cava (ivc), failed retrieval attempt, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombus within the inferior vena cava and occlusion of the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, thrombus in inferior vena cava (ivc), failed retrieval attempt, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, thrombus in inferior vena cava (ivc), failed retrieval attempt, and filter is unable to be removed. The patient is also reported to have experienced pain in the groin area and anxiety. The indication for the filter implant was extensive deep venous thrombosis (dvt) from the left ankle into the left pelvis at twenty-eight weeks of gestation. The clot worsened despite adequate heparin therapy. The device was placed via the right common femoral vein and was positioned into the infrarenal inferior vena cava in good position, follow up bolus flow demonstrated easy flow through the infrarenal inferior vena cava and filter. Imaging performed during the procedure indicated that the fetal structure was visualized and demonstrated mild compression on the mid to distal ivc. There were areas of questionable filling defect within the mid to distal ivc as well which may reflect thrombus. The patient was reported to have tolerated the procedure well and left the department in stable condition. An attempt was made to retrieve the filter approximately two months later. Procedural notes indicate that it was not possible to collapse the filter as there was a filling defect within the filter representing entrapped thrombus, which ¿apparently matured and did not allow collapse of the filter components into the retrieval catheter. After several attempts, it was decided the leave the filter in place. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported retrieval difficulty is most likely related to thrombus within the device, the timing of the thrombus formation has not been provided, as indicated in the implant notes there was thrombus noted at the time of implant in the distal ivc. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and groin pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement extensive deep venous thrombosis from the left ankle into the left pelvis at 28 weeks of gestation. The clot worsened despite adequate heparin therapy. The retrievable optease filter was positioned into the infrarenal inferior vena cava in good position and follow up bolus flow demonstrated easy flow through the infrarenal inferior vena cava and filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, thrombus in inferior vena cava (ivc), failed retrieval attempt, and filter is unable to be removed. An attempt was made to retrieve the filter approximately two months later; however, it was not possible to collapse the filter. There was also filling defect within the filter representing entrapped thrombus, which ¿apparently matured and did not allow collapse of the filter components into the retrieval catheter. After several attempts, it was decided the leave the filter in place. Additional information received from the patient profile form indicates that the patient is experiencing pain in her groin area. The patient is also experiencing mental anguish and anxiety, the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported retrieval difficulty is most likely related to thrombus within the device, the timing of the thrombus formation has not been provided, as indicated in the implant notes there was thrombus noted at the time of implant in the distal ivc. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and groin pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received from medical records note that the indication for filter placement extensive deep venous thrombosis from the left ankle into the left pelvis at (B)(6) weeks of gestation. The clot worsened despite adequate heparin therapy. The retrievable optease filter was positioned into the infrarenal inferior vena cava in good position and follow up bolus flow demonstrated easy flow through the infrarenal inferior vena cava and filter. An attempt was made to retrieve the filter approximately two months later. However, it was not possible to collapse the filter. There was also filling defect within the filter representing entrapped thrombus, which ¿apparently matured and did not allow collapse of the filter components into the retrieval catheter. After several attempts, it was decided the leave the filter in place. Additional information received from the patient profile form indicates that the patient is experiencing pain in her groin area. The patient is also experiencing mental anguish and anxiety attack that the filter is unable to be removed and that the filter has failed or will fail causing additional medical problems.